Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient stated they removed their device this past summer, but they do not remember what exact date they had it removed. There was no record of the local care team being present during the procedure. The patient also stated they are better now with their device removed. The patient said they thought the device never worked. The original implanting physician did not perform the explant surgery. The patient moved to another state and had a different physician perform the explant. The patient did not want to further discuss the explant; therefore, no further information was available.

Manufacturer narrative:
UDI for concomitant product, tined lead: (B)(4).l block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of incontinence, urinary was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: ((B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient stated they removed their device this past summer, but they do not remember what exact date they had it removed. There was no record of the local care team being present during the procedure. The patient also stated they are better now with their device removed. The patient said they thought the device never worked. The original implanting physician did not perform the explant surgery. The patient moved to another state and had a different physician perform the explant. The patient did not want to further discuss the explant; therefore, no further information was available.